Event description:
It was reported that the sensing parameter of the atrial lead were noted to be decreased a day after the implantation procedure. An x-ray imaging confirmed the atrial lead was dislodged. The lead was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.